Event description:
A report was received that the patient had infection near the ipg site. Patient symptoms were drainage and fever. The patient was given oral and intravenous antibiotics. The infection was neither device nor procedure related. The patient underwent an explant procedure. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-3304-25, serial/lot #: (B)(4), description: splitter 2x4-25 cm, model #: sc-3354-25, serial/lot #: (B)(4), description: w4 splitter 2x4-25 cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.